Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). A (B)(6) result in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay."

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained during method correlation with the advia centaur xp hbsag assay on three samples. The patient samples were (B)(6). The customer does not perform (B)(6) confirmatory testing in house and does not send samples out for confirmation testing. It is unknown which is the correct result. The original (B)(6) results were reported to the physician. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00206 on january 8, 2016. Siemens filed the MDR 1219913-2015-00206 supplemental report 1 on february 9, 2016. 02/18/2016 additional information: the patient samples are not available for additional testing and investigation. Therefore, siemens is unable to determine the cause. The customer does not confirm repeat (B)(6) results for (B)(6) samples. It is unknown if these patient samples were confirmed. The cause for the discordant advia centaur xp (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00206 on january 8, 2016. 01/13/2016 additional information: the samples from the three patients were all (B)(6) for (B)(6) with the pcr method. 01/16/2016 the following information was also provided: patient 1, (B)(6) female. Patient was an emergency room (ER) patient. Patient 2, (B)(6) female. Patient had a previous borderline (B)(6) ag result on (B)(6) 2015. Ordering physician also ordered a (B)(6) by pcr with the order in (B)(6). Pcr result was not detected. Patient 3, (B)(6) female. Outpatient also had a borderline (B)(6) ag in (B)(6) 2015. Siemens healthcare diagnostics has requested the patient samples for further testing and investigation.